Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subsequent to our former reply sent, we have received further update on 04.005.412s. Lockscr ø4 l22 f/nails tan dblue. We¿ve just received this lock screw finally, and will return it to you.

Manufacturer narrative:
Patient identifier and weight not available for reporting. Additional product code: hsb. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone is not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 15.jul.2016 expiry date: 01.jul.2026. Non-sterile 04.005.412 / l043848. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 04.jul.2016. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that device was used in surgery for the right proximal humeral fracture. When the locking screw was inserted to the most distal hole of the nail, the locking screw became out of bounds in front of the nail. Before inserting the nail, the surgeon checked whether the drill bit could be inserted to the nail. Since the drill bit interfered with the nail when drilling into the most distal hole, the surgeon checked the connecting point again. The surgeon was able to insert the locking screw into the second most distal hole without any problem. The surgeon was unable to insert the locking screw into the most distal hole after drilling even though the surgeon extended skin incision and checked with the k-wire . Procedure was completed without inserting the locking screw into the most distal hole. Surgeon noted that when the sleeve was applied, the skin and/or connective tissue concerned might have been tense. The surgery was extended for 10 minutes. The patient outcome is good. Concomitant devices reported: nail (quantity 1), 2.0 mm k-wire (quantity 1), 2.4 mm k-wire (quantity 1), protection sleeve/drill bit (03.010.063, lots 8326169, 8780671, 9387717, 9763977 quantity 4), aiming arm (03.019.008, quantity 1), insertion handle (03.019.006, lot 8320012, quantity 1). This report is for one (1) 4.0 mm locking screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. Received device was intact with slight marks of use where the blue anodized surface is shaved off. Length was measured according to manufacturing drawing. Result measured 22.33mm pass the specification of l=22mm 0/+0.7mm. Caliper was used to see if the screw does not have an oversize. Result measured= ø3.89mm, which met the specification of ø3.95max. Definite root cause could not be determined as different factors might have played a role by this complaint. No manufacturing related deviation could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: a 2.0mm k-wire (part number unknown, lot number unknown, quantity 1), 2.4mm k-wire (part number unknown, lot number unknown, quantity 1), protection sleeve (03.010.063, lots 8326169, quantity 1), protection sleeve (03.010.063, lots 8780671, quantity 1), aiming arm (03.019.008, lot 8346824, quantity 1), insertion handle (03.019.006, lot 8320012, quantity 1), drill sleeve (03.010.064, lots: 8368828, quantity 1), drill sleeve (03.010.064, lots: 8811560, quantity 1), connection screw (03.019.030, lot 8243767, quantity 1).